Manufacturer narrative:
A 1627487-12192011-003-r. This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt was experiencing discomfort at her ipg site. Follow up info identified the pt underwent surgery to revise her ipg, but the physician decided to remove her entire scs system due to unk complications during the procedure.